Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Medtronic legal received information regarding the customer¿s hospitalization from the attorney of the family. The information received on july 23, 2020 stated the following - reporter alleges: in or about (B)(6) 2018 the customer began using a 670g insulin pump. On or about the (B)(6) 2018, the customer was found unconscious by emergency medical services and transported to a hospital where they were found to be severely hypoglycemic as a result of an insulin overdose. The customer had suffered hypoglycemic encephalopathy and was hospitalized overnight. The pump did not alarm to alert the customer of the low.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08690 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 at 3 pm with blood glucose of 30 mg/dl. The blood glucose at the time of the incident was 80 mg/dl and current blood glucose was 99 mg/dl. The sensor glucose was 60 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. The customer was treated with injection of glucose and sugar and intravenous drip. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test . (B)(4).

Manufacturer narrative:
Pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the dat test at 0.08690 inches. Sn# (B)(4). On (B)(6) 2022 a visual inspection, history download and carelink upload was performed for legal. Test appendix below. Pump identification: model no. Mmt-1780. (B)(4). Visual inspection retainer ring color: clear. Verify if the reservoir locks in place: yes. Notes: minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test energizer alkaline battery is 1.555 volts. History download was successful using thus and carelink upload was successful.